Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant, the patient received six shocks and the implantable cardioverter defibrillator (ICD) did not successfully convert the patient's rhythm. No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.